Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's touch screen was out of calibration as the programmer was unable to be calibrated and was unable to calibrate the stylus using the test display. It was noted that the stylus was able to be calibrated using an alternative computer platform. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software. The programmer then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was out of calibration even after multiple attempts to calibrate using the onboard software. The programmer was returned for service. There was no patient involvement.